Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: lot number, expiration date, and h4 are unknown.

Event description:
It was reported that the pump exhibited a no disposable alarm. No patient injury was reported.